Event description:
It was reported by the sales representative that the intra-aortic balloon (iab) was prepped per instruction. The md inserted and placed the iab under fluoroscopy. The iab was connected to the console and the membrane did not inflate. As a result, the md removed the iab and inserted another without complications. A request was made for more info.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.